Manufacturer narrative:
The endowrist one vessel sealer instrument has not been returned to isi for failure analysis evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during use of the vessel sealer instrument, the patient's tissue was not adequately sealed, causing the patient to ooze blood. While there was no patient harm, adverse outcome or injury reported, recurrence of the reported malfunction could cause or contribute to an adverse event. It is unknown what caused the vessel sealing issue.

Event description:
It was reported that during a da vinci assisted sigmoid colectomy procedure, the endowrist one vessel sealer instrument did not seal well. After following up with the intuitive surgical, inc. (Isi) clinical sales representative (csr), it was confirmed that while sealing the vessel with the vessel sealer instrument, the surgeon noticed thermal tissue effect however was not comfortable with how well it was sealing the vessel. All of the appropriate tones indicating sealing was complete were heard. There were no unusual tissue characteristics that they were aware of that could have contributed to the issue. Upon noticing the issue, the surgeon used a second vessel sealer to complete the procedure successfully. There was no report that any fragment(s) from the instrument fell into the patient and there was no report of any patient harm, adverse outcome or injury due to the sealing issue.